Event description:
Pt reports back up pump cadd legacy is beeping and shows "no disposable pump" error. No further information is known. Dose or amount: 18nkm. Frequency: continuous infusion. Route: IV. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.